Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial#: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial#: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient had lost all of the contacts on the stimulator. It was noted that the contacts were not working and the splitters may have failed. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein leads, splitters, and clik anchor where replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had lost all of the contacts on the stimulator. It was noted that the contacts were not working and the splitters may have failed. The patient will undergo a revision procedure.